Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube window, broken battery tube threads, cracked case at the display window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the reservoir compartment of the insulin pump was broken and customer was having to use tape to hold it in. Customer's blood glucose was around 10 mmol/l. At time of this report, customer's blood glucose was 7.2 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.